Event description:
It was reported that the bd posiflush¿ normal saline syringe experienced leakage at the connection site. The following information was provided by the initial reporter: patient was infused with indwelling needles during their hospitalization in the hospital. After the infusion, the nurse was going to use the batch of catheter flushers to seal the indwelling needles to prevent blood coagulation in the indwelling needles. Before use, it was found that the front part of the flush is damaged, and there is a small amount of leakage in the packaging, so replaced the device immediately.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 2011693. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.